Event description:
It was reported by the company representative that while the surgeon was squeezing out direct inject, the tip of the applicator broke, causing the contents to spill out. Back up direct inject was available and the procedure was completed successfully.

Manufacturer narrative:
The reported event could be confirmed based on the returned product. It can be observed that the plunger is pressed down the complete way, indicating that all cement was transferred into the mixer cannula. It can be noticed that the right part of the interface between the mixer cannula (not returned) and the delivery syringe is broken away. Based on the shape of the broken portion it does seem to be within reason to conclude that this was exposed to too high forces and resulting an overload situation. This contradicts to the additional information provided by the sales rep: no extensive pressure was applied on the delivery syringe. Based on the information available the root cause of the complaint is related to an overload on the syringe. Based on the investigation including a statistical analysis, the review of all relevant quality and manufacturing documents as well as based on the inspection of the returned product, there is no indication for a not correctly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at that time. However, post market surveillance will continue to monitor complaints of this type. The complaint is added to the complaint trend.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that while the surgeon was squeezing out direct inject, the tip of the applicator broke, causing the contents to spill out. Back up direct inject was available and the procedure was completed successfully.